Manufacturer narrative:
(B)(4).

Event description:
Customer reportedly received the following results on aviva system compared to a professional meter within 1 minute: 200 mg/dl and 109 mg/dl (aviva system) and 103 mg/dl (professional meter). No actions taken based on device results. No adverse event due to the device reported. The alleged product was replaced and requested for evaluation.